Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up after receivng a vibratory alert for non-sustained right ventricular oversensing episodes. Possible far-p wave oversensing was noted. The patient will continue to be monitored.